Manufacturer narrative:
The t:slim x2 basal iq user guide states: "the system is indicated for use with novolog or humalog u-100 insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Customer blood glucose was 180 mg/dl. Tandem technical support reminded customer that fiasp insulin is not indicated for use with the tandem pump per the user guide. Customer acknowledged.